Manufacturer narrative:
(B)(4). Upon reassessment, it was identified that the report was inadvertently submitted under MFR: 0001825034-2017-06972. The initial report was submitted in error and should be voided. The correct report will be submitted under MFR: 0001822565-2018-00071.

Manufacturer narrative:
It is unknown if the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that patient had a elbow arthroplasty on a unknown date and is subsequently considered for revision. Attempts have been made and additional information is not available at this time.